Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during the displacement test due to motor high current draw. The device was unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to compromised force sensor system error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window and scratches on the reservoir tube window.

Event description:
Customer's mother reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Customer was unable to receive insulin through the device and used manual injections. Troubleshooting for the prime rewind was performed. Customer's mother advised the insulin pump fell and the compromised force sensor alarm occurred. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.